Event description:
A malfunction was reported on a pump. There was no reported adverse impact to the customer. Customer technical support (cts) provided pump reset information and assisted the caller with resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised that they could continue using the pump, with instructions to call back if the issue reappeared. There was no reported impact on the customer's blood glucose level.